Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade upper tip broken off not returned and with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the I-blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon said that the device malfunctioned. It would not open back up once the firing sequence was complete. A harmonic ace device was used to complete the procedure. There were no adverse consequences for the patient.